Manufacturer narrative:
Investigation ongoing. The manufacturer received the device for investigation. No surgical report or x-rays or other source documents were provided for review. Lot numbers were received for the devices, the device history records were reviewed to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It ws reported that the patient was implanted a metasul head 36, 12/14, size s/-3.5 in 2010 (as the exact implantation date is unknown, it was entered as (B)(6) 2010). The patient was revised on (B)(6) 2014 following discovery of pseudotumor in the hip. It was additionally reported that the patient presented joint stiffness and that ions levels in blood were 3x normal. No trace of oxidation, no metallosis, no corrosion was reported.